Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced a high blood glucose alert during the early morning hours. The patient¿s mother disconnected the patient from the device and administered an outside insulin injection due to the elevated glucose. Upon inspection of the infusion site, no abnormalities were observed, including no bent cannula or leakage. Review of the device history indicated that an occlusion alert had occurred the previous night, which had not been acknowledged and could have paused insulin delivery until resolved. The agent guided the patient¿s mother through a complete supply change, after which insulin delivery resumed. The patient was using an inset infusion set with a 6 mm cannula and 23-inch tubing. Blood glucose was reported as currently in range. The highest recorded blood glucose during the event was significantly elevated at 455 mg/dl and remained out of range for over two hours before correction with the outside insulin injection. The device alerted for high glucose. No medical intervention beyond the insulin shot was required, and no symptoms or ketone testing were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.